Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During device evaluation, the service repair technician team identified pinholes in the charge coupled device (ccd) glue. There was no patient involvement.